Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy of the middle cerebral artery, segment m1 to treat acute cerebral infarction. Attempted to advance the emboguard 87, 95 cm balloon catheter (product code: bg8795u, lot number: 10140061), but the aorta was looped. After advancing to the common carotid artery, removed the inner catheter, at that time the emboguard got kinked. Replaced the emboguard with a new one and advanced again. The new emboguard could be advanced without issue, and recanalization was achieved by one pass using a combined technique (a cereglide 71 and embotrap 5x37). The procedure was completed. There was no negative impact to the patient. A continuous flush was done. Other concomitant device was trak microcatheter.